Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the blocked flow alarm after each bolus administration. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported an insulin flow blocked alarm and was unable to troubleshoot at the time of the call no harm requiring medical intervention was reported. No product return was required for mmt-1886.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there are not any no delivery (insulin flow blocked) alarms listed on or close to the event date (7/19/2024) however, during april 2024 there were a total of twenty-one (21) no delivery (insulin flow blocked) alarms, listed below: 4/5/2024 four (4) no delivery (insulin flow blocked) alarms (between 18:16 and 21:45). 4/6 /2024 six (6) no delivery (insulin flow blocked) alarms (between 07:30 and 15:21). 4/11/2024 one (1) no delivery (insulin flow blocked) alarm (09:59). 4/12/2024 ten (10) no delivery (insulin flow blocked) alarms (between 15:18 and 16:24). The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.